Event description:
Info received indicated the nurse call function was no operating.

Manufacturer narrative:
The caregiver board needed to be programmed to turn on the nurse call system. The tech turned on nurse call on the caregiver board to resolve issue with bed.